Event description:
It was reported that a tintrar2030 was implanted to a woman nearly two months ago. The patient developed skin allergic reaction on the area of abdomen which cannot be treated. The doctors consider the possibility of removing the mesh is creating the allergy. On (B)(6) 2014 we received a phone call by the dermatologist that has examined the patient. The patient has been subjected to allergy tests and it turned out to be positive to 4,4 - diaminodiphenylmethane substance. After 4 attempts to obtain additional information, we were not provided with the batch number or any additional information.

Manufacturer narrative:
We reviewed the material of the device and confirmed that 4,4" - diaminodiphenylmethane is not a substance within the device on (B)(6) 2014. This event is being reported as part of a remediation project.